Event description:
The reporter stated that the surgeon was inserting a cq2015 collamer 3 piece lens into the pt's eye and the haptic tore off. The surgeon cut the lens to remove and replace it with another model lens. No pt injury.

Manufacturer narrative:
H6: eval results: a visual inspection of the returned product shows 1 haptic is torn off and missing and there are 2 tears in the optic of the lens. Clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.